Event description:
Information received from the field does not address the patient's clinical status but notes intermittent ventricular sensing. When the intrinsic ventricular event was under- sensed, a ventricular paced complex showed functional loss of capture and then a venticular autocapture backup pulse was seen. Bipolar sensing thresholds were 1.0 mv, unipolar thresholds were 7.0 mv. The device was programmed to the unipolar configuration and monitoring will continue.